Manufacturer narrative:
(B)(4). Date sent: 06/28/2021. D4: batch # u5e73f. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with cut washer. The washer had a jagged cut across approximately 45 degrees of the cut line. It is suspected the tissue was loaded unevenly. Uneven loading can cause mismatch of the knife to the breakaway area of the washer and thus misalignment of the staples to the pocket. The device was reset, reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a colostomy reversal the powered circular stapler fired but the staples didn't appear to form consistent b's. Exposed staples were seen with the scope. The distal donut wasn't symmetric but was a solid 360 degree donut. The procedure was completed successfully with a twenty-minute delay. Action taken when the event occurred was a colonoscopy. The patient had some rectal bleeding but is scheduled to be discharged on (B)(6) 2021. There was no change to the post-operative care. The hospital stay was not extended and the patient did not require a blood transfusion.